Event description:
It was reported that approximately six months post procedure, the patient underwent a revision surgery due to glenosphere instability. The surgeon used a larger glenosphere and bearing for a more lateralized result. The patient suffered no clinical consequences. No other information was provided.

Manufacturer narrative:
A review of the device history record did not identify any nonconformances or deviations during the manufacture of the device. The device met all specifications. The device was not returned for analysis. Based on the limited information provided, the reported issue cannot be confirmed. There are a number of potential causes for the reported issue including incorrect size selection for the implant. There is no direct evidence the incorrect size was selected. The device was not returned and there was limited information provided so the issue so a device issue cannot be excluded. However, there are potential causes that are unrelated to a device cause so the most probable cause has been determined to be known inherent risk of device.

Event description:
It was reported that approximately six months post procedure, the patient underwent a revision surgery due to glenosphere instability. The surgeon used a larger glenosphere and bearing for a more lateralized result. The patient suffered no clinical consequences. No other information was provided.